Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. Insulin dosing was suspended for several hours on the day of the event due to an incomplete cartridge change process. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by the prolonged suspension of insulin due to the user failing to complete the cartridge change process.

Event description:
On 9/27/2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in a visit to the ER. The event occurred on (B)(6) 2024. A healthcare provider (hcp) reported that the user went to the ER due to elevated bg levels over 300 mg/dl on (B)(6) 2024. It is unclear if the user checked ketones or went into diabetic ketoacidosis (dka). The hcp stated the user reported not receiving any alerts during this time to indicate the hyperglycemia. The cds reviewed how to check alert history and noted that the user should have been prompted to change the infusion site but the user did not do so. The cds advised the user to reconnect the ilet system at least 90 minutes after their last dose of rapid-acting insulin and reassured that this incident did not require a factory reset. The cds emphasized the importance of responding to alerts and following the "when in doubt, change it out" guidance. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.